Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan error with the adc device on the 8th day of wear and as a result was unable to obtain sensor readings. The customer experienced symptoms of shaking and sweating and had contact with a healthcare professional who obtained an unspecified blood glucose result on their device. The customer was provided orange juice by the hcp as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.